Event description:
Litigation received alleging that the patient suffers from pain, discomfort, soreness, malaise, and swelling. Also alleged is immobilization, acute localized damage to tissue and or bone, and excessive levels of chromium cobalt. **update** (B)(6) 2013- plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** patient has been revised to address groin pain. Due to pain being listed as the event causing the revision, all revised products are being reported.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.